Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure with the shield breaking off from the needle during use. The following information was provided by the initial reporter: material no. 368607 batch no. Unknown we are experiencing an issue with the 21 gauge vacutainer eclipse blood collection needle ref # 368607. The safety device is breaking off from the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure with the shield breaking off from the needle during use. The following information was provided by the initial reporter: material no. 368607, batch no. Unknown. We are experiencing an issue with the 21 gauge vacutainer eclipse blood collection needle ref # 368607. The safety device is breaking off from the needle.